Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis. Time of ae approximately 22 months after the procedure. It was reported that approximately 22 months post a right internal carotid artery stenting procedure, the patient was found to have asymptomatic, 90% in-stent restenosis. The in-stent restenosis was treated using a non-abbott balloon device. During the balloon inflation, the patient had an episode of transient unresponsiveness. Although requested there was no additional information provided.

Manufacturer narrative:
Study event: there was no rx acculink malfunction reported. Restenosis of stented segment and non-stroke neurological events are known potential adverse events associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.